Event description:
A us distributor reported that a monitor was displaying check therapy electrode messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle white was broken free from the monitor enclosure, breaking a the white pulse wire. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.